Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 172 mg/dl. Customer technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reappears, which the caller acknowledged and understood.